Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this dextrus atrial lead had dislodged and was repositioned. All measurements were good post revision. The following day at pre-discharge check, the lead was found to be dislodged. It was still in the right atrium but was no longer capturing. Sensing was also found to be 0.5 mv. Today, the caller was performing lead tests in ddd mode and observed ap vp (as) and the (as) did not appear to be far-field. Technical services discussed that (as) could be retrograde conduction and suggested performing a retrograde test and if verified, they could adjust the atrial blanking period after vp to try and cover up retrograde signal. The caller then mentioned that testing in aai was different from last night as they were seeing consistent atrial pacing. However, now they are seeing ap as regularly with as matching up with the qrs. The consultant stated that this behavior might warrant checking the lead position again. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.